Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap transfer set was loose from the twist sleeve. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an unopened pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.